Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 5.0 device for mechanical circulatory support. It was reported that the patient had significant bleeding and there were concerns for apical injury. There was general ooziness cited as the source for the bleeding. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.